Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or results in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/06/1991 and was last repaired on 07/10/2007 for a non-related issue. Evaluation of the device observed minor nicks along the leading edge of the head and that the thickness lever was an older styler component. Prior to repair, the device was outside calibration specification only at the zero thickness setting on the right side. The device was within calibration specifications at all other tested thickness settings and side to side calibration passed at all tested thickness settings. In post-repair, corrosion of the swivel was observed. Unable to determine a cause of the reported complaint; however, lack preventative maintenance and improper handling most likely caused the lack of calibration at the zero thickness setting and damage to the head. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was producing uneven grafts. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.